Manufacturer narrative:
Test strips in question have been used up. During the call to customer support, it was revealed that the consumer did not perform a control solution test for integrity before use their initial test strips as instructed in our directions for use. Test strip lot #unknown - used up, control solution lot # none. Per label copy/ package insert: high or low blood glucose results can indicate potentially serious medical conditions. In case of an unexpected result, you should repeat the test using a new test strip. If the result is still unexpected, or the reading is not consistent with how you feel, contact your hcp and treat as prescribed. Any change in the treatment of your diabetes should be discussed with your hcp. Nova max test strip insert- quality control: checking the system control solution test: the nova max control solution is used as a quality control check to make sure that your blood glucose monitor and the nova max glucose test strips are working correctly. Do a control solution test: each time you open a new vial of test strips. Storage and handling: keep the nova max glucose test strips vial tightly closed when not in use. Test strips should be stored only in the original vial. Meter is expected to be returned for evaluation.

Event description:
Consumer called in reporting high bg results several days ago. (B)(6) 2016 at 6:00 pm bg 444 mg/dl - before dinner. At 6:02 pm bg 380 mg/dl - took almost 7 units' of insulin. According to the consumer, "...she could not recall the exact amount of insulin taken but stated it was 'almost 7 units'; she also reported, 'feeling very low shortly after' and needed to take 'some sugar' to raise her blood glucose level."

Manufacturer narrative:
The alleged deficiency could not be confirmed. Although the reported results were found in the memory of the returned device, failure analysis of the returned product revealed that the novamax link glucose monitoring device performed within specification. Test strips are unknown. A comprehensive analysis is not possible as the complainant was unable to identify the test strip lot in question. DHR or retain testing could not be performed as the consumer was unable to provide test strip information